Event description:
It was reported that, during use, a versajet exact assy, 45 degree x 8mm don´t primed. The debridement was completed without a significant delay using a smith & nephew back-up device. Patient was not harmed. No other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation .the visual evaluation found there was no blockage at the distal output . The functional evaluation found the unit primed, however the output sputtered, establishing no relationship between the device and the reported event. The probable root causes may include the disk that contains the output orifice could be misaligned. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.